Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and thrombosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Intravenous infusion of tissue plasminogen activator (tpa) following mechanical thrombectomy was used to treat the left internal carotid artery (ica) and left middle cerebral artery (mca) occlusion. The thrombectomy was successful in treating the occlusion in the left ica and m1 segment of the mca. However, the left m2 mca remained occluded. A stent (subject device) was placed to cover the area from the left mid-to-distal left m2 down to the proximal m2 segment to secure the embolus against the vessel wall and increase the luminal diameter of the affected vessel. Significant improvement in perfusion of the left mca territory was observed after stent placement with a thrombolysis in cerebral infarction (tici) score of 2b. However, follow-up angiography demonstrated in-stent thrombosis that was treated with 3.4 mg of integrilin injected directly into the affected vessel followed by balloon angioplasty. Follow up angiography 24 hours later showed complete restoration of flow in the left ica and relative patency of the stent placed in the left m2. However, imaging showed an infarction in the left mca territory and also potentially including portions of the pca territory with associated mass effect. Aspirin was given to the patient to treat complications. The patient&#38112;condition was improved progressively and has significant improvement of his right upper and lower extremity and to a degree of the speech.

Manufacturer narrative:
The device remains implanted.

Event description:
Intravenous infusion of tissue plasminogen activator (tpa) following mechanical thrombectomy was used to treat the left internal carotid artery (ica) and left middle cerebral artery (mca) occlusion. The thrombectomy was successful in treating the occlusion in the left ica and m1 segment of the mca. However, the left m2 mca remained occluded. A stent (subject device) was placed to cover the area from the left mid-to-distal left m2 down to the proximal m2 segment to secure the embolus against the vessel wall and increase the luminal diameter of the affected vessel. Significant improvement in perfusion of the left mca territory was observed after stent placement with a thrombolysis in cerebral infarction (tici) score of 2b. However, follow-up angiography demonstrated in-stent thrombosis that was treated with 3.4 mg of integrilin injected directly into the affected vessel followed by balloon angioplasty. Follow up angiography 24 hours later showed complete restoration of flow in the left ica and relative patency of the stent placed in the left m2. However, imaging showed an infarction in the left mca territory and also potentially including portions of the pca territory with associated mass effect. Aspirin was given to the patient to treat complications. The patient&#38112;condition was improved progressively and has significant improvement of his right upper and lower extremity and to a degree of the speech.